Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the mid circumflex (cx) artery. The lesion was pre-dilatated with a 2.0x15mm non-abbott balloon dilatation catheter (bdc). The 2.5x33mm xience prime stent delivery system (sds) failed to cross the lesion twice due to interactions with the patient's anatomy. During the third attempt to advance the xience prime sds, the proximal shaft separated. The sds was withdrawn without any reported issue. Additional pre-dilatation was performed, and a 2.5x33mm xience prime stent implant was deployed to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.